Event description:
It was reported that the atrial lead was undersensing. The electrogram showed ventricular paced rhythm with no atrial sensing. It later reported that the undersensing could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.